Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the device was explanted due to infection, including endocarditis. The device will not be returning as it was discarded at the hospital.